Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. The subject device had been returned to confirm the malfunctions such as the broken angle wire, crystalized and worn and scratched insertion tube, worn light guide bundle cap that the user requested to check. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to the following causes; a) physical stress b) chemical stress c) bad storage environment: such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays <notes> the reported phenomenon is thought to be preventable because the instructions for safe use (IFU) says as below: operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. If additional information becomes available, this report will be supplemented.